Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope suction channel tested positive for one (1) colony forming unit (cfu) of staphylocoque coagulase negative, air/water channel tested positive for greater than 15 colony forming unit (cfu) of enterobacter cloacae and the auxiliary channel tested positive for 3 colony forming unit (cfu) of staphylocoque coagulase negative on (B)(6) 2022. The suction channel tested positive for one (1) colony forming unit (cfu) of enterobacter cloacae on (B)(6) 2022. The air/water channel tested positive for greater than 100 colony forming unit (cfu) of staphylococcus sciuri on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms being 8 cfu/endoscope of staphylocoque coagulase negative and 6 cfu/100 ml, 11 cfu/endoscope of gram positive bacteria and 11 cfu/100 ml, and 19 cfu/endoscope of unspecified micro-organisms and 8 cfu/100 ml. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses ddn9 detergent, suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used ddn9 detergent with scope clean cleaning brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer reported that the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the cantel isa reprocessor along with intercept plus cantel detergent and rapicide pas cantel disinfectant were used. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please also see updates to b3, d9, h3, h4, and h6. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.